Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the infusion set had a possible occlusion. The customer's blood glucose was 160 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery during basal. The customer changed the reservoir but had the same infusion set. During troubleshooting, insulin exited during the fixed prime. They were not able to continue troubleshooting because the customer was not able to remove the set. The customer did not have the part or lot numbers of the infusion set. The infusion set was not returned for analysis.